Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes; not returned to manufacture. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient info: unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was loose particles/fibers on the patient interface. This was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully. This report is 2 of 3.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 11/29/2021. Section h3: device evaluated by manufacturer: yes device evaluation: a visual inspection of the returned products did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.